Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was over 600 mg/dl with difficulty waking up. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's total daily dose basal history were not appropriate for the programmed basal rates for a known cause: access to the prime menu; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the patient's recent surgery may have contributed to the alleged health event. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the alleged serious injury was attributed to use error. There was no indication or allegation of a device malfunction.